Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization device for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire was in the starting position within the tubing. A kink was observed towards the distal end. This created resistance when inserting the guide wire into the proximal opening of the cannula. Microscopic examination revealed a build-up of a white particulate on the guide wire coils around the kinking. Further functional testing revealed minor resistance from inside the cannula. The returned guide wire was advanced through the cannula. Significant resistance was encountered; however, the guide wire was able to pass through the cannula. This test was repeated by inserting a functional, lab inventory guide wire into the needle cannula. Minor resistance was encountered at the distal and proximal openings; however, the guide wire was able to pass through the cannula. Performed per IFU statement states , "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". Manufacturing was contacted as part of this complaint. They confirmed that this is a verified teleflex issue via a previously opened CAPA. The manufacturing dates for the lot#s in question occurred prior to the CAPA implementation (07-oct-2024). A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed resistance from inside the needle cannula, which likely contributed to the reported event. A CAPA was previously implemented to address this issue. The CAPA investigation determined that the root cause is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (october 2024). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".